Event description:
It was reported that the patient experienced mechanical issues and fluid loss with an ambicor penile prosthesis (app). A surgery was performed in which a new app was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.